Event description:
Same case as: 2134265-2015-03112 and 2134265-2015-03127. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the performance of the system was not stable and sometimes slow. Also, it was noted that automatic pullback could not be performed. The procedure was completed with a manual pullback.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage observed. Acqpc was installed into a gold standard system and tested for functionality. The system meets specifications of the ilab system functional feature test. The malware scan has been completed for this product and no malware was detected on this product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-03112 and 2134265-2015-03127. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the performance of the system was not stable and sometimes slow. Also, it was noted that automatic pullback could not be performed. The procedure was completed with a manual pullback.